Manufacturer narrative:
Results: the strain relief on the velocity delivery microcatheter (velocity) was stretched. The maximum outer diameter was measured on a laser micrometer and found to be within specification. Conclusions: evaluation of the returned velocity revealed a stretched strain relief. This is likely a result of forcefully gripping this portion of the device during use or retracting the device through a tightened rhv. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a medical procedure using a velocity delivery microcatheter (velocity). During the procedure, the velocity pulled apart while in use. Although there was no report of an adverse effect on the patient, multiple attempts have been made to gather additional information. As of 02 feb 2018, no additional information is available.